Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on a proximal femoral nail, part and lot numbers unknown. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(6) reports an event in the (B)(6) as follows: patient presented a femoral neck fracture and was implanted with a proximal femoral nail,10mm of diameter and 130mm of length. Implantation was completed in (B)(6) on (B)(6) 005. Currently the patient is incarcerated in (B)(6) prison and is presenting with an infection at the implant site. This complaint is on a unknown proximal femoral nail. This is 1 of 1 report for complaint (B)(4)